Event description:
On 08/14/1998, the manufacturer (MFR.) Received a faxed report from the distributor's sales representative that states the following: on 07/22/1998, the facility nurse stated that they had encountered a problem with this device. The patient was seen by the physician (07/22/1998) and was to start a new treatment on that day. A chest x-ray (cxr) taken 06/24/1998, showed that the device was intact at that time. The device was accessed without problems, there was no swelling or redness prior to access. Blood return was received and 2cc of normal saline was instilled into the device. The patient immediately complained of pain and the nurse noted swelling at the medial aspect of the device. Only normal saline was instilled into the device. The physician ordered the patient to x-ray and the radiologist instilled 2cc of omniscan dye slowly and a break in the catheter was noted. The physician looked at the films and the patient was sent for removal of the catheter the same day (07/22/1998). The device was removed by the radiologist without problems. A new device was inserted on 07/29/1998. No further details were provided.